Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
It was reported by the patient that she had a perfix plug implanted in 2006. Since that time, she reported that he has had 4 surgeries to remove the mesh (2006, three times in 2007). In addition, the patient has had several nerve block injections and cryo therapy procedures in an attempt to alleviate the constant pain.